Event description:
A morbidly obese pt who was to undergo bariatric surgery was considered high risk for pulmonary embolism. The pt was referred for evaluation and placement of a trapease vena cava filter to prevent pulmonary embolism. Prior to placement, a detailed exam of the vena cava with ivus [intra vascular ultra sound] probe was done from the iliac veins all the way up through the caval bifurcation up to and including the right atrium. Landmarks were clearly identified. Caval measurements were taken: maximal transverse diameter was approx 25 mm and the opposite dimension was approx 18-20 mm. Therefore, cava was standard size for insertion of filter. A filter was loaded into the sheath and with the obturator to push the filter up the sheath, surgeon could see the cephalad end of the filter coinciding with the tip of the bright-tip sheath, and still below the renal veins. Obturator [was] held in place and sheath withdrawn. Upon deployment, it appeared that the filter lunged cephalad and was not seen at the site of deployment. Cava and venous system was examined with ivus and discovered the filter was in the superior vena cava. This was confirmed with fluoroscopy. The filter is completely contained in the superior vena cava and does not appear to be compromising flow. The surgeon decided to leave the device in place permanently. Due to pt's large size, surgeon did not think it would be feasible to remove the filter. The pt went to recovery room in stable condition. Bariatric surgery is planned later at another facility. Pt's morbid obesity may have caused unsuccessful deployment of the device. Surgery team described the vena cava as 'watermelon-seed shaped' (flattened) because of pt's anatomy.